Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back therapy electrodes. Patient reported the area as red and swelling. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone cream by a physician and reported that the rash cleared up.